Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).

Event description:
Related to MFR. Number: 2183959-2012-03269 and 2183959-2012-03266. It was reported that on (B)(6) 2009, a (B)(6) woman (plaintiff) had a perigee mesh device implanted to treat a history of vaginal relaxation and stress urinary incontinence. Operative findings included a third-degree cystocele, rectocele and enterocele. The procedure included an anterior and posterior enterocele repair and a suprapubic mid-urethral sling and cystoscopy. The procedures were done without complications and ¿there was excellent anterior posterior apical support.¿ it was reported by the plaintiff¿s attorney that the plaintiff experienced emotional distress and a problem with the product. After implant, plaintiff developed chronic urinary tract infections, recurrent cystocele and a ¿tight sling.¿ on (B)(6) 2010, plaintiff underwent an anterior colporrhaphy revision with mesh revision to release the arms of the perigee. Then the ¿sling was isolated¿ and loosened on either side of the urethra to relieve pressure from the sling. Another ams anterior mesh device was implanted during this procedure followed by a cystoscopy. It was reported the pt tolerated the procedure well and was in satisfactory condition at the end of the procedure.